Event description:
It was reported the patient experienced sudden syncope and was admitted to the hospital. A sudden increase in lead impedance was seen up to 34,018 ohms. The status of the lead is unknown. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.